Event description:
The article, "valve-in-valve tavr versus redo surgery in women with degenerated aortic bioprosthesis: a single-center experience", was reviewed. This research article is a retrospective single-center experience to evaluate the clinical outcomes of redo surgical aortic valve replacement (savr) with valve-in-valve transcatheter aortic valve repair (viv tavr) in female patients with a degenerated surgical bioprosthesis. The devices included in the study were magna/magna ease, perimount/perimount magna, edwards bovine, inspiris resilia, baxter/edwards unspecified, mosaic, hancock, mitroflow, perceval, sorin, trifecta, 3f/3f enable, inspiris resilia, edwards perimount, magna ease, st. Jude medical regent, on-x, ats pivot, evolut r/corevalve evolut r, evolut fx/fx+, evolut pro/pro plus, sapien 3 ultra/resilia, and sapien 3. The article concluded that viv and redo savr yielded similar short-term outcomes. Both present valid options for treatment of degenerated aortic prosthesis. "[The primary and corresponding author was luigi pirelli, department of surgery, columbia university college of physicians and surgeons, new york-presbyterian hospital, new york, new york, USA, with corresponding e-mail: lp3016@cumc.columbia.edu.]" This study included patients with prior savr undergoing isolated viv or redo savr from 01 july 2015 to 01 january 2025. A total of 132 patients were included in the study, of which 9.8% (13) received an abbott device. The median age of the redo savr group was 69.5 years. The median age of the viv tavr group was 79.5 years. The study included a population of all female. Comorbidities included hypertension, diabetes, chronic lung disease, cerebrovascular accident, immunosuppression, infective endocarditis, peripheral artery disease, myocardial infarction, arrythmia, heart failure, and coronary artery disease.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. Literature attachment: valve-in-valve tavr versus redo surgery in women with degenerated aortic bioprosthesis: a single-center experience. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.